Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiovascular diagnostic procedure was performed when the issue happened, and procedure completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed system was not producing x-rays. After reviewing log file, fse found malfunction with the fdc board. Upon troubleshooting fse found flat detector control (fdc) board was not communicating with the rest of the system. To resolve the issue, the fse replaced both the flat detector and the flat detector control board. After replacing flat detector and flat detector control board, system returned to good working condition. The codes were updated based on the investigation outcome.